Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the loading units were pre-fired with the interlock engaged. The jaws were open. There were staples protruding from proximal staple cartridge channels. Functionally the loading units were loaded into a post market vigilance instrument, the interlocks were over ridden, and the loading units were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobe resection, during the treatment of lobes, the surgeon was able to press the green button but could not squeeze the handle. This happened 2 times and had the same results. The surgeon opened another device to complete the case. There was no patient injury.